Manufacturer narrative:
Concomitant medical products: model: dtmb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was intermittent undersensing on the right atrial (ra) lead during episodes, and suspected right ventricular (rv) lead oversensing on stored electrograms (egm). Follow up was completed and no reprogramming has been completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.